Manufacturer narrative:
Complaint no: (B)(4). Device was manufactured october 12, 2015 - october 14, 2015. The device was received for evaluation out of its original packaging. A visual inspection revealed that the blue winged luer cap was missing. The cause of the issue could not be determined as the device was not received in its original packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a small volume intermate was missing. This was discovered during filling with antibiotic. There was no patient involvement. No additional information is available.